Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number was not provided. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common inpatients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
During the (B)(6) course conference coverage, in (B)(6) on (B)(6) 2017, the following study was presented by dr. (B)(6) "determination of risk factors for pacemaker requirement following rapid deployment aortic valve replacement". Dr (B)(6) discussed the issue of postoperative permanent pacemaker (ppm) requirement after rapid deployment (rd) aortic valve replacement (avr): a retrospective study of 193 consecutive rd-avr patients, receiving the edwards bioprosthesis. The study was designed to determine the rate and risk of ppm requirement and associated complications, following this procedure. The following events were identified: 20 patients required a permanent pacemaker after an unknown implant duration. As reported, 17 out of the 20 patient had a coronary bypass graft (CABG) concomitantly with the avr. The only significant predictor for ppm requirement in multivariate regression analysis was bypass grafting of the circumflex artery. However, it was noted that this conclusion is based on a small, single-centre cohort and further investigation will be needed. In conclusion, rd-avr is considered safe, with ppm requirements within the same range as standard avr and low level of postoperative complications (e.g. Cerebrovascular accident) observed consistent with other studies.

Manufacturer narrative:
Reference CAPA-20-00141.